Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called in when they experienced a 23087 fault on startup. System logs indicate a 23087 fault on set up joint (suj) #1 proximal. The technical support engineer (tse) had the customer perform a hard power cycle on the patient side cart (psc) with no change. All other systems at the hospital are in use, so the customer could not swap out the psc. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.